Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event on the same day as the onset of the peritonitis symptoms. The patient treatment was not reported. The cause of the peritonitis was unknown. It was not reported if the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital after 14 days and had recovered from peritonitis. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.